Manufacturer narrative:
The insulin pump passed the error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. The pump alarmed noted during self-test due to faulty radio frequency board. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received failed self test alarm. The customer reported that the insulin pump kept resetting. The customer's blood glucose was unknown at the time of incident. The customer stated that a temporary basal was not programmed before the alarm occurred. The customer was unable to complete troubleshooting at the time of incident. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.